Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing a return of symptoms. The patient indicated that stimulation was on and set to 5.0 on program 4. During the call the patient accidentally changed stimulation to program 3 which was uncomfortable so the patient turned stimulation off. The patient went back to program 4 and increased from 4.1 to 4.8 where the patient felt strong, but comfortable stimulation when standing, sitting, and walking. The patient planned to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. The symptom return was reported as sudden in that the patient was able to sleep during the night, but now has been getting up frequently and the patient indicated that they were experiencing pain in the testicular area which resolved with the decreased stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.